Manufacturer narrative:
(B)(4). This report is being submitted late due to remediation efforts.  As returned, the distal end of the flex shaft is wound up, and the tip of the drill bit is fractured and not returned. One additional complaint has been received from this manufacturing lot for a bent flex shaft; however, no additional complaints have been received due to a fractured drill bit. These two failures of the fractured drill tip and the coiled up flex shaft are covered under an index. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that while drilling the acetabulum holes for the screws the surgeon noticed that the drill wasn't penetrating the bone any further. The surgeon pulled the drill out to determine what the cause was and found that the tip of the instrument had broken off inside the canal and could not be retrieved from the patients canal. The spring that makes the shaft of the drill also came unwound.